Event description:
It was reported that during a pci procedure, a shaft fracture occurred. The lesion being treated was located in the medial right coronary artery (rca). Following dilation of the lesion with the maverick2 monorail balloon catheter, the physician noted during withdrawal that the shaft was broken approximately 65cm from the distal end of the catheter. The catheter shaft was inside of the guiding catheter, therefore, the physician was able to remove them as one unit. The procedure was completed with another maverick2 monorail balloon catheter. There were no reported patient complications. Patient status listed as "good".